Manufacturer narrative:
G4:23dec2020. B4:24dec2020. There was no patient involvement submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24nov2020.

Event description:
The customer reports an alarm light emitting diode (led) failure. The device was reported to be in clinical use and there was no patient harm. The field service engineer determined the power switch overlay needed to be replaced. The power switch overlay was replaced and the issue was resolved.